Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient had a touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by symptoms of not feeling well and cloudy effluent. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with ancef, intraperitoneally (ip), daily (dose not reported), fortaz ip, daily (dose not reported) for peritonitis. The treatment with antibiotics was discontinued after twenty one days. It was reported the patient will be retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.